Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw (50121a1112) was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Three clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented to the hospital with tachycardia, with rates up to 200 beats per minute (bpm). The patient was transferred to the intensive care unit (ICU) and the patient was treated with drug therapy. After successful drug therapy, a transthoracic echocardiogram (tte) was performed and revealed that the second clip previously implanted, had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted that at this time, the patient was hemodynamically stable. On (B)(6) 2025, the patient's conditions worsened. The patient experienced cardiogenic shock due to right ventricular failure. The patient was transferred to surgery, where a mitral valve replacement and tricuspid valve annuloplasty was performed. A transesophageal echocardiogram (tee) was performed during the surgical intervention and revealed that the third implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase. After the surgical intervention, the patient died due to right ventricular failure.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a